Manufacturer narrative:
Device is a combination product. (B)(4). Returned product consisted of a rebel stent delivery system with stent. The shafts, tip, markerbands, balloon, and stent were microscopically examined. There was contrast in the inflation lumen. The balloon was tightly folded with the stent secure. Microscopic examination revealed that the first row of stent struts was flared, stretched and bent on the proximal end of the stent. Inspection of the remainder of the device revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the heavily calcified and tortuous obtuse marginal artery. An 8x2.50mm rebel stent was advanced but failed to cross the lesion. The device was then removed from the patient's body, however, it was noticed that the proximal portion of the stent strut was flared. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.